Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the tip profile of the device. The stent struts at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 28 x 2.25 promus premier¿ stent was advanced to the lesion however the guide catheter backed out. The physician removed the 28 x 2.25 promus premier¿ stent to reposition the guide catheter however it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 28 x 2.25 promus premier¿ stent was advanced to the lesion however the guide catheter backed out. The physician removed the 28 x 2.25 promus premier¿ stent to reposition the guide catheter however it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).